Event description:
It was reported to tyco/kendall healthcare that allegedly a nurse was stuck with a contaminated needle through a sharps container. However, the code that was reported from the customer was not a sharps container code. Attempts made to get the correct code; however, no response as of today.

Manufacturer narrative:
The customer reported an incorrect product code. Unable to obtain correct code as of today. Will follow up if correct code is received. The customer reported that a sample was not available. An investigation is underway; upon completion, the results will be forwarded.